Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the xtra meter 3 button precision meter was reviewed and the dhrs showed the xtra meter 3 button precision meter passed all tests prior to release. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformance's that could lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2019, he received a reading of 500 mg/dl on his adc blood glucose meter which was higher than he felt and experienced unspecified symptoms. Customer further reported that he was rushed to the emergency room where he was treated unspecified medication via IV. No further information provided because the customer declined to continue troubleshooting as he wasn't feeling well and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Customer could not recall on which meter he received the high readings on. Therefore both the meters (sn.no. (B)(4) and sn.no. (B)(4)) have been reported. Refer (B)(4) for documentation of the other meter. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2019, he received a reading of 500 mg/dl on his adc blood glucose meter which was higher than he felt and experienced unspecified symptoms. Customer further reported that he was rushed to the emergency room where he was treated unspecified medication via IV. No further information provided because the customer declined to continue troubleshooting as he wasn't feeling well and attempts to gather further information has thus far been unsuccessful. There was no report of death or permanent injury associated with this event.